Event description:
It was reported that the rigid video laparoscope exhibited image flickering issue. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 (initial reporter establishment name): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the charged coupled device (r-unit) is broken and therefore a noise image occurs. A definitive root cause could not be identified. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, the cause of the noise image was due to charged coupled device (r-unit) is broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.